Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received an inappropriate shock due to atrial tachycardia. Technical support was contacted to recommend reprogramming, which was performed. The patient's condition was stable and will continue to be monitored.